Event description:
It was reported that when the patient coughed the ventricular lead exhibited noise. Prior to the noise the patient would flat line and was concerned with syncope. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.